Event description:
It was reported that the ventilator generated technical error codes indicating inspiratory flowmeter errors. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model, and # d4 - unique identifier (UDI) was required. D1 brand name: - previous brand name: servo-air - corrected brand name: base unit, servo-air d4 version or model #: - previous version or model #: servo-air - corrected version or model #: 6882000. D4 unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). The unit was investigated on-site, and the inspiratory flowmeter was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the generation of the technical alarms. The inspiratory flowmeter was returned for further investigation. During simulated use testing, no technical alarms appeared during startup when placing the returned inspiratory flowmeter inside a reference machine. After startup, the device passed the pre-use check (puc). After passing, the device underwent ventilation for 48 hours without generating any alarms or errors. After ventilation, several pucs were conducted, and all of them passed. The reported issue could not be reproduced. Our conclusion is that the inspiratory flowmeter is the cause of the issue. Since the reported issue could not be reproduced, no definite root cause can be established at this moment. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop.

Event description:
Manufacturer's ref: (B)(4).